Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. Device evaluation: the report of low speed and pump stoppage events was confirmed based on the submitted log file. The log file, dated (B)(6) 2017, contained approximately 35 days of data, spanning from (B)(6) 2018 20:18 to (B)(6) 2018 06:46, which captured numerous low-speed events and 3 pump stoppage events while the patient was supported by the patient cable and the power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. Approximately 19 inches of the external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. Tape was covering a small hole in the silicon sleeve, at the terminus of the distal end bend relief. The silicon sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support using ungrounded patient cables. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The manufacturer¿s technical service representative reviewed the submitted log file and observed low speed operation and pump stoppages. X-ray images submitted for review were grainy and hard to read, but it appeared the shield just above the end of the external bend relief looked thinner. The patient was symptomatic. On (B)(6) 2018, the manufacturer¿s technical service representatives performed a distal end percutaneous lead (driveline) replacement. Post-replacement, an additional pump stoppage occurred, and the patient was provided an ungrounded power module patient cable. No additional information was provided.